Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. A 75% stenosed target lesion was located in the moderately tortuous right coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the image was too dark to be visualized. There was no improvement despite repeated attempts to remove air outside the body. The procedure was completed with another of the same device. No patient complications were reported.